Manufacturer narrative:
Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. The event is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient reported being injected in the chin (c1, c2, and c6) with juvéderm vista voluma xc and in the jaw (jw1, jw4, and jw5) with juvéderm® volux¿. A month later, the patient experienced ¿pain¿ in the jaw injection sites that occurred when touched or when the patient opened their mouth wide. Two months later, the patient was diagnosed with ¿delayed inflammation¿ and was prescribed an oral medication. Event was ongoing. This file captured the juvéderm® volux¿.

Event description:
Per the pringy device lab, the updated directions for use for juvéderm® volux¿ they possessed allowed cannulas to be used. Therefore, the event of use error was removed.

Manufacturer narrative:
The event of use error has not led to a serious health hazard due to the cannulas allowed to be used for juvéderm® volux¿. Additional, changed, and/or corrected data: b5 and h6.